Manufacturer narrative:
D6: device returned with no lot# ID. H6; code 400: misaligned jaw tips. Results of evaluation: conclusion; based upon the inquiry info received and the visual examination, it was concluded that the instrument was returned with misaligned jaw tips. The instrument was cycled, fed and scissored the clips due to the misaligned jaw tips. No conclusion could be reached as to how the jaws had become damaged. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
The device was used during an unknown procedure. It was reported by the affiliate that the clip was malformed. A new device was used to complete the case. There was no consequnece to the pt.